Event description:
It was reported that a critical alarm occurred. A motor stall occurred and recovered within 2 hours. According to a programming session with pump logs during a follow-up appointment on (B)(6), it was discovered that a motor stall ¿started happening¿ on (B)(6). On this date, the patient bought a laptop on which he used wireless, keeping it on his thighs. It was yet to be determined if the laptop had some influence on the motor stall. The patient experienced intermittent increased spasticity. At the time of the report, the patient status was ¿alive-no injury¿. The device was to be ¿kept under control¿ and, at the next follow-up, they would decide what to do. The device system was used to lioresal 2000mcg/ml at 225mcg/day. It was later reported that several motor stalls with recoveries occurred.

Manufacturer narrative:
(B)(4).